Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4 )was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) was completed at zoll manufacturing corporation. Upon investigation the electrode belt failed incoming ECG fall-off test. The cause for the failure was isolated to shorted processors u727 and u728 on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the rear therapy electrode enclosures, causing a short on the therapy electrode pca. The root cause of the monophasic/low energy pulse could not be positively identified. However, root cause investigation into similar failures indicates that the ingress of the gel and the associated short may result in the delivery of a monophasic/low energy pulse. There is no indication that this failure caused or contributed to the inappropriate treatment event. Device manufacture date: monitor sn (B)(4): 04/22/2014; electrode belt sn (B)(4): 12/10/2013. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion; poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was conscious and in a hospital room at the time of the treatment event. Motion artifact contributed to the false detection. The response buttons were not pressed during the treatment event. The patient remains hospitalized and continued to wear the lifevest. Per a review of the software flag files, the treatment shock was a low energy, monophasic pulse at 133j. The flag files show that the patient removed the battery and the device was shut down approximately 6 seconds after the treatment event occurred. There was no death associated with the inappropriate defibrillation event.